Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to procedure. Based on the reported event it is most likely that the reported difficulty in crossing the lesion site is the result of a combination of procedural factors. These would include interactions of the stent with the lesion anatomical features, as well as interactions with other ancillary devices used during the procedure.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the calcified mid to distal right coronary artery. Following lesion preparation with a 2.50 x 15mm non-compliant balloon inflated 10-14 atm, a guidezilla guide extension catheter was introduced for support. When the 3.00 x 32 promus premier select drug eluting stent (des) was advanced, the stent became fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.